Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to damaged lcd display. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was cracked. The customer stated the insulin pump was functioning as designed. The insulin pump also passed a self-test and the drive support cap was not damaged. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.